Event description:
Healthcare professional reported left side "rupture." The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: it is not possible to determine, the lot number or catalog through the photos provided. Rupture: no observed. Pain: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a4, a6, b3, h6.

Event description:
Healthcare professional reported, left side "rupture". The device has been explanted.